Event description:
It was reported that the right ventricular lead exhibited approximately 1300 - 1500 ohms impedance. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This report is late to an administrative error.